Manufacturer narrative:
Report late due to asr to individual reporting transition per FDA letter dated june 28, 2019.

Event description:
The clinician reports the implant was inserted (B)(6) 2019 in the patient's mouth. Primary stability not achieved, implant surface not completely covered with bone, ridge augmentation and immediate extraction site. On (B)(6) 2019, non-osseointegration was verified. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.